Manufacturer narrative:
DHR review did not show any issues related to the complaint. Complaint cannot be confirmed since the sample was not available, therefore it is not possible to determine root cause. No corrective actions taken.

Event description:
The event is reported as: complaint alleges: customer stated that after three staples were fired the staple stopped working. No reported pt injury.